Event description:
It was reported that the insulin pump had a cloudy screen for the last month. The blood glucose reading was 130 mg/dl. Upon troubleshooting for the full black screen, it was found that the insulin pump had neither been exposed to extreme temperatures nor direct sunlight. The customer also received a failed battery test. The insulin pump passed the self test. The customer stated that, about a couple of weeks ago, he had put the device in his pocket and heard a pop sound. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The device passed the displacement test and self test and no display anomaly noted. The unit had cracked belt clip slot at battery tube threads area, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.